Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose level at the time of the event was 290 mg/dl. The insulin pump alarmed motor error. Hospital treated with insulin drip. The blood glucose level did not come down. The customer left the hospital with a blood glucose reading of 275 mg/dl. Customer treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.